Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position of the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. This was repeated four more times with the same result. The sample was disassembled to inspect the internal components. The feeder tab at the proximal end of the feeder was bent. The proximal end of the feeder was also bent. The sample was received with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. The damages to the feeder are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip slippage" was confirmed based upon the sample received. One sample was returned with no clip in the first position of the channel. Upon functional inspection, no clip fired. The sample was disassembled to inspect the internal components. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The feeder tab at the proximal end of the feeder was bent. The proximal end of the feeder was also bent. The damages to the feeder are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that there was clip slippage during hernia process.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1800294. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was clip slippage during hernia process.